Event description:
It was reported on a medwatch form that a neurosurgery patient was seen for an annual followup for an l3-l5 posterior fusion with vertebral body replacements. Subsequent x-ray noted that there is a crack in one of the bottom screws at the posterior aspect of the pedicle. This was a new finding compared to previous xrays. The implant is in good position; reportedly, there is no need for removal at this time. Most recent xrays confim proper alignment has been maintained and screw position unchanged. Patient reported pain corresponding to weather changes since learning of the broken screw. No pain reported prior to the discovery. Treatment provided: physical therapy for probable acute sacroiliac dysfunction or sacroiliac inflammatory process or arthritis. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.